Event description:
User reported false positive result. Information about follow up testing was not specified. Report 2 of 4.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6), (B)(6), (B)(6) (3014862188-2021-01834, 3014862188-2021-01832, 3014862188-2021-01831 test 1,3,4 of 4). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Information about follow up testing was not specified. Report 2 of 4.